Manufacturer narrative:
The account found the motor control board was not functioning. He replaced the motor control board to repair the bed.

Event description:
The account alleged, the bed has no reverse trendelenburg function.